Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, asystole event) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and causing the false asystole alarm in the download data. The root cause for the damaged connector was excessive force.  No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case, and a false asystole alarm in the download data.